Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2022, an 20mm amplatzer p.I. Muscular vsd occluder was implanted using a 10f amplatzer torqvue delivery system. It was noted that the device was completely secure prior to release from the delivery system. Post procedure and while still in the procedure room, there was a check on the device's position, and it was discovered that the device had embolized into the patient's left atrium. The cause of embolization was unknown. A transthoracic echocardiogram (tte) was completed and the patient was sent for emergency open heart surgery and the device was successfully explanted on (B)(6) 2022. The patient status is unknown, and no additional information was provided.

Manufacturer narrative:
An event of an amplatzer p.I muscular vsd occluder embolizing to a patients left atrium was reported. The investigation confirmed the device met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.